Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported device dislodged or dislocated was undetermined; however, the subsequent treatment was likely due to operational circumstances. It was reported that the stent delivery system (sds) was being advance in the lesion when the stent dislodged from the sds. Factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacture, inadvertent mishandling during preparation, manipulation against resistance, interaction with challenging anatomy, or interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported device dislodged or dislocated. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left main coronary artery with mild calcification and 70% stenosis. The 3.5x23 xience skypoint stent delviery system (sds) was being advanced to the lesion when the stent dislodged and came off of the delivery system in the left main. A snare was used to retrieve the stent. There were no adverse patient sequela. Another xience sds was used to complete the procedure. No additional information was provided.